Manufacturer narrative:
Reference record (B)(4). Catalog number in the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported the patient had a small granuloma around the stoma, treated with diprogenta and usual hygiene with soapy chlorhexidine. No signs of infection. On (B)(6) 2019 it was reported the patient went to ambulatory last week and was prescribed an unknown oral antibiotic. On (B)(6) 2019 the stoma was clean, slightly erythematous, drained a little and there was a small granuloma. The patient continued treatment with the antibiotic. The nurse replaced the triangle in case it was contaminated. The patient was treated with chlorhexidine soap hibiplus, fucidine and diprogenta. At the time of this report, the stoma exudate, redness of the stoma and stoma site granuloma were all reported as recovering/resolved.